Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6, device evaluation: based on the device analysis grid, the assessments of the complaint are: seroma-late: unable to observe as it is a medical event not related to the device. Cyst: unable to observe as it is a medical event not related to the device. Additional observations: crease flat observed on the device.

Event description:
Healthcare professional reported "fluid collection" and cysts. Device has been explanted.

Manufacturer narrative:
Health effect - impact code continued: f2203 - imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, cysts.

Event description:
Healthcare professional reported no complaint against the right side device. Additionally, healthcare professional reported "fluid collection" and cysts. Device has been explanted and replaced with non-allergan device.